Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a glaucoma stent was implanted, the patient experienced endothelial cell decrease. Additional information has been requested.

Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed the distal collar and first retention ring was returned with a jagged cut behind the first ring. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Photos provided were reviewed. Photo is a capped vial with liquid, the trimmed stent is not visible in the photo. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the customer stating the patient underwent a stent shortening procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).